Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for device analysis. The dilator was not returned. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 5cm proximal of the tip. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event, as the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a kink was noted on the was sheath. The sheath was removed and exchanged for another. The second was sheath also kinked during the procedure. The physician decided to cancel the procedure. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a kink was noted on the was sheath. The sheath was removed and exchanged for another. The second was sheath also kinked during the procedure. The physician decided to cancel the procedure. There were no patient complications or consequences that occurred as a result of this event.